Event description:
On 12-jun-2026, an ae notification (airr-00608) was received via email indicating that information from the shoulder arthroplasty registry (iirr 00608) had been obtained. The report stated that the subject underwent primary shoulder arthroplasty on (B)(6) 2025 utilizing a univers revers implant system with a subscapularis peel approach. Implanted components included a size 33 glenosphere with 4 mm lateral offset, a 3 mm humeral liner, a non-augmented baseplate (mgs-24+4) with central fixation, and a press-fit stem (size 5), with humeral inclination of 135° and version of 20°, and a neutral suture cup (size 33). On (B)(6) 2026, the subject experienced conjoined tendonitis approximately 14 months postoperatively. The event was characterized by persistent anterior shoulder pain and limited response to conservative treatment, including physical therapy and subacromial injection. The adverse event was assessed as moderate in severity, not related to trauma, and device causality was assessed as unrelated. Due to unresolved symptoms, surgical intervention including debridement and capsular release was performed/planned. At the time of reporting, the outcome was ongoing and unchanged, and further surgical management was considered. No device malfunction or breakage was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.